Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the reported patient effects of surgical procedure and intimal dissection as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported failure to advance, foreign body in patient and subsequent treatments appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a 1st obtuse marginal (om) perforation. A 2.8x16mm graftmaster stent advanced to the 1st om coronary artery; however, the device was unable to advance to the more distal 1st om perforation site due to the small vessel size. The failure to cross the perforation was due to anatomy. A 1st om dissection was then noted. It is unknown what caused the dissection. The operator thought the graftmaster stent might cover the proximal perforation. The stent was deployed without issue at this site; however, the none of the perforation was covered and the stent was in unintended, healthy tissue. As treatment, the patient was taken to surgery for a coronary artery bypass graft (CABG) and the perforation was closed. The patient was in stable condition and on (B)(6) 2017 was discharged from the hospital. There was no additional information provided regarding this issue.